Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and although the exact timeline is unknown, it appears the patient¿s preliminary peritoneal effluent culture results were positive for candida dubliniensis and candida glabrata. Upon receipt of the results, the patient was hospitalized on (B)(6) 2025 and diagnosed with fungal peritonitis. Although the specifics were not provided, the patient was reportedly treated with antibiotics (drugs, dosages, frequencies, durations, routes not provided) by the infectious disease department. Additionally, the patient's pd catheter (not a fresenius product) was removed and replaced with a hemodialysis (hd) catheter (not a fresenius product). The pdrn stated the cause of the peritonitis is unknown; however, the pdrn indicated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Per the pdrn, the patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The patient is continuing to undergo outpatient hd without any reported issues and is recovering from the serious adverse events.

Event description:
It was reported that this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty select cycler and liberty cycler set for renal replacement therapy (rrt) was hospitalized on (B)(6) 2025 due to peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) reported the patient presented to the outpatient home dialysis clinic on (B)(6) 2025 with complaints of cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture was collected, and although the exact timeline is unknown, it appears the patient¿s preliminary peritoneal effluent culture results were positive for candida dubliniensis and candida glabrata. Upon receipt of the results, the patient was hospitalized on (B)(6) 2025 and diagnosed with fungal peritonitis. Although the specifics were not provided, the patient was reportedly treated with antibiotics (drugs, dosages, frequencies, durations, routes not provided) by the infectious disease department. Additionally, the patient's pd catheter (not a fresenius product) was removed and replaced with a hemodialysis (hd) catheter (not a fresenius product). The pdrn stated the cause of the peritonitis is unknown; however, the pdrn indicated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Per the pdrn, the patient was discharged on (B)(6) 2025 in stable condition and is recovering from the serious adverse events. The patient is continuing to undergo outpatient hd without any reported issues and is recovering from the serious adverse events.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the serious adverse events of fungal peritonitis, characterized by cloudy peritoneal effluent fluid, which warranted hospitalization, antibiotic therapy, pd catheter (not a fresenius product) removal, hd catheter (not a fresenius product) placement, and the patient¿s transition to hd for rrt. The etiology of the serious adverse events is unknown; therefore, causality could not be established. Those individuals undergoing pd therapy (manual or cycler based) are at high risk for infections of the peritoneum. Of those infections, approximately 15% are fungal in nature and frequently require the removal of the pd catheter. Despite the lack of causality, the pdrn indicated the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the liberty select cycler and liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there was no report of a fresenius device(s) and/or product(s) failing to meet the users¿ expectations or the manufacturers¿ specifications.